Manufacturer narrative:
Device manufactured date: september 9, 2020 to september 10, 2020. The device was evaluated. A visual inspection was performed which observed fluid inside a bag that contained the device. A functional leak testing was performed which revealed a leak coming out at the solvent-bonded junction of the tubing and stressmember. The tubing insertion depth was found to be inadequate (not deep enough) and therefore caused the leak. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned large volume infusor, a leak was identified coming out at the solvent-bonded junction of the tubing and stressmember. There was no patient involvement. No additional information is available.